Event description:
In 2005 it was leamed that two scrub nurses (one in 2004 and the other in 20050 and one surgeon (in 2005) experienced symptoms after wearing the glove. The nurses experienced redness, itching, raised red rash, and a blistering/weeping dermatilis after wearing the gloves. They both went to occupational health, and were referred to a dermatologist and an allergist, the patch was done, topical and oral cortiscosteroids were prescribed, and they both missed time from work. The surgeon experienced redness, itching and a raised rash. He went to occupational health, and is doing fine.